Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient encountered thrombus and placement signal issue during impella cp support. A day after impella placement, patient's echocardiogram showed a left ventricle (lv) thrombus. Additionally, position alarms went off after patient had aggressive coughing. Impella was pulled back using point-of-care ultrasound. Position in aorta alarms were still noted when lv signal dampened but team was comfortable with position. The next day, erroneous position alarms were still noted and pump placement was verified. The nurse gave instructions on how to disable placement monitoring. However, after 3 days of support, care was withdrawn and patient expired.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Optical signal issue: the data logs show that about 34 hours into support there were impella position in aorta and impella position in ventricle alarms that were triggered. Due to lack of clinical information on imaging confirmed to look at positioning and no product returned, the root cause cannot definitely be determined. Device history review: the device passed all the post sterile inspection checks.